Event description:
The customer reports image quality issues. Also, the system reboots intermittently. No pt injury.

Manufacturer narrative:
The service rep reconnected a loose wire, adjusted 5v. System operates as intended.